Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An orthoptist reported that the laser gave an error message that resulted in the procedure to be aborted halfway through the flap cut. Error message stated suction two was low. Laser would not allow the same patient interface to be used so another was used. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).